Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient used to recharge once a month and now they had to charge every week to week and a half. The screen kept flashing a call your doctor icon. The caller said the patient didn¿t think they saw a code on the doctor screen. The caller called back and confirmed that the code the patient was seeing was the elective replacement indicator (eri). No symptoms or further complications were reported.